Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.